Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, muscle spasm and cystitis. Previously administered products included for an unreported indication: prophylactic vaccine for tetanus, diphtheria and acellular pertussis. Concurrent conditions included eczema, atopic dermatitis, hand dermatitis, refraction disorder, hyperopia, astigmatism, conjunctivitis, allergic reaction nos, drug hypersensitivity, varicella, asthma, cholelithiasis, calculus of kidney, spinal column injury, myofascial pain syndrome, chest pain, rhinorrhea, chlamydial infection, irregular menstrual cycle, adenomyosis, acute upper respiratory tract infection, ovarian cyst, cough, lower abdominal pain, ear pain, malaise, fatigue, sputum excretion increased, headache, chronic cervicitis, uterine tenderness, menstrual disorder, post coital bleeding, diarrhea, vaginal discomfort, vaginal itching, candidiasis, vaginitis and breast lump. Concomitant products included cefixime (flexeril) from (B)(6) 2012 to (B)(6) 2015, cyclobenzaprine, doxycycline hyclate, estradiol from (B)(6) 2012 to (B)(6) 2013, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2012 to (B)(6) 2013, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen from (B)(6) 2012 to (B)(6) 2013, leuprorelin (leuprolide) from (B)(6) 2012 to (B)(6) 2012, leuprorelin acetate (lupron) and naproxen from (B)(6) 2012 to (B)(6) 2013. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain/vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy: implant date earlier was given as (B)(6) 2011 and now it is reported as (B)(6) 2011. Discrepancy noted for lab data in pfs it is reported that plaintiff did not undergo essure confirmation test but in mr she reports hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure devices at the uterine-fallopian tube junctions. No evidence of fallopian tube filling. Ultrasound scan - on (B)(6) 2012: ovarian cyst. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain female, inability to have sexual intercourse, irregular bleeding and dyspareunia were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: follow up 2 and 3 were processed together. Pfs received. Reporter information were added. Date of removal were added. This case become incident. Concomitant drug were added. Event injury to herself was updated to pain/pelvic pain/chronic pelvic pain. Event : vaginal pain, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. On 23-jul-2019: follow up 2 and 3 were processed together. Mr received. Reporter information were added. Medical history, lab data, historical drug and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.